Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), the device clock was wrong, and user did not know how to change the clock due to the universal time coordinated (utc). The ipg was re-interrogated via the programmer and the clock was within 20-30 minutes of being correct. No other action was taken. The ipg remains in use. No patient complications have been reported as a result of this event.